Event description:
It was reported the device and leads were removed due to bacteremia. The organism is unknown. No further patient complications have been reported as a result of this event.

Event description:
It was reported the device and leads were removed due to bacteremia. The organism is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned in segments, was analyzed and no anomalies were found. It was noted there was blood on the distal electrode, there was body tissue on the distal electrode, the overlay tubing was melted, there was cosmetic environmental stress cracking of the overlay tubing, there was breached environmental stress cracking of the overlay tubing, the defibrillation superior vena cava conductor was kinked/buckled, and there was apparent explant damage.